Event description:
Foreign patient contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. The foreign patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4)